Manufacturer narrative:
Devices had been returned for evaluation. There was a 32mm -4 offset link femoral head returned with the constrained liner. The constrained liner had a broken constraining rim, gouges and scuff marks on the liner. The device history file for the constrained liner was reviewed and did not any anomalies or nonconformance to manufacturing specification at the time of manufacture. This device has been in vivo for approximately 16 days. It is reported that a link femoral head was used with trilogy 10 degree constrained liner. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Surgical notes, dated (B)(6) 2015, states that the revision was for dislocation. The liner was noted to have a fracture rim at the superior posterior edge of the liner and the retaining ring was found to be dislodged from the liner. With the information provided, it is most likely the shorten offset of the head with the constrained liner would have allowed for some impingement on the liner locking feature that could have led to the rim fracture and dislocation. The device was used in the treatment of the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due a broken liner.